Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 50 to 54 mg/dl at the time of the incident. The customer was at 254 mg/dl at the time of the call. The customer was given juice to treat. The customer was wearing the insulin pump during the incident. The caller stated the customer's meter was reading high when they were actually low. The meter was off by 100 points. Troubleshooting was not completed as the caller declined. The insulin pump will not be returned for analysis.